Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a robotic-assisted laparoscopic sacrocolpopexy and cystoscopy along with robotic ventral rectopexy with mesh, lysis of adhesions, and proctoscopy procedure performed on (B)(6) 2017, for the treatment of symptomatic pelvic organ prolapse. There were no reported complications throughout the procedure. The patient was taken to the recovery room in good condition. On (B)(6) 2021, the patient underwent a cystoscopy. Urinary urgency or frequency, urge incontinence, and checks for mesh erosion following her robotic sacrocolpopexy with retropubic sling implantation in 2017 are all indications for the operation. The procedure identified the following results: *no indications of inflammation, stones, neoplasia, bladder diverticulum, trabeculations, or other abnormalities; normal bladder mucosa. There were no abnormalities found in the bladder trigone or urethral orifices. *normal urethra without inflammation, diverticulum, or other abnormality. Moreover, the vaginal examination of the patient reveals a small sessile area of continuous mesh erosion, but no infection or abnormal discharge. In addition, the patient reports deep dyspareunia. The patient was apparently interested in a medication trial for overactive bladder symptoms. Solifenacin 5 mg per day was given in order to her for thirty days. If dysuria persists after the procedure, a macrodantin should be taken three times per day.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - has been used to capture the reported event of mesh erosion. E1405 - has been used to capture the reported event of deep dyspareunia. E1301 - has been used to capture the reported event of dysuria. The following imdrf impact codes capture the reportable events of: f2203 - has been used to capture the reported event of patient underwent a cystoscopy procedure. F2303 - has been used to capture the reported event of patient was given a medication to address overactive bladder symptoms and dysuria.